Manufacturer narrative:
The 6f dtv45 sheath and 10mm aso were received at aga medical and the distal tip of the sheath was separated from the sheath and found banded around the waist of the aso. Following decontamination, a microscopic examination revealed that the distal tip of the sheath separated at the inner liner demarcation line. The distal tip of the sheath was removed from the waist of the aso. Both edges of separation (sheath and separated tip) show signs of stretching to the point of failure with thinning of the edges. The length of the separated tip was measured and indicated that the tip did not likely fracture further. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The 10mm aso was retracted into a test 6f loader, attached to a test sheath and positioned on a calibrated test fixture. The hand-off, advancement and retraction forces were measured and all were found to be within specifications. Using the returned 6f sheath and aso, the hand-off and advancement forces were measured and were also found to be within specifications. Recapture of the device was not attempted with the returned sheath due to the damaged tip. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections. Our investigation was not able to determine the cause of the failure described in the field; however, a CAPA has been initiated by aga medical regarding this event. We are continuing to investigate into this failure and will update our report as needed.

Event description:
To summarize this event, a 10mm amplatzer® septal occluder (aso) was deployed but looked oddly shaped on the right atrial disc of the atrial septal defect. The device was removed and it was noted that the tip of the 6f amplatzer® torqvue® 45° delivery system (dtv45) had detached from the sheath and was now around the waist portion of the aso.